Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-18369. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 30-jan-2026 against "lot number 6009672 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6009672 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number 6009672 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The complaint numbers are (B)(4). Device history record (DHR) review: the 6009672 was manufactured according to the work instruction (wi) version 117 manufactured in the line inset 8, on 16-oct-2024, with a total of (B)(4) the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: the reference samples for batch 6009672 were previously tested in complaint (B)(4) on 25-jul-2025. Visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. See attachment database complaint. (B)(4) complaint test report for the details. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation results: upon review of the eqms and related records, a complaint investigation CAPA exists, which addresses the issue reported reference CAPA/investigation 1(B)(4) root cause of problem: the root cause has been identified as: method, manpower, measurement, machine corrective action as a result of the investigation: the action plan and deadlines is as followed: the following action were already implemented in the non-conformance (nc) (B)(4) 1.include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stocks of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) -(B)(6) 2025). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin and magnesium. The patient was released from the hospital on (B)(6) 2025. The length of hospitalization was for overnight. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.